Event description:
The site reported that a light adjustable lens (lal sn (B)(6), +19.0d) was explanted due to patient dissatisfaction. On (B)(6) 2023, the original lal was explanted and a new lal was implanted. Rxsight's first awareness of this event was on (B)(6) 2023.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. The site discarded the lens after explantation; therefore, no further investigation can be conducted. A new lal was implanted after the original lal was explanted. The site reported that the patient had a final lock-in with their new lal on (B)(6) 2023 and their target goal was met. The patient ended up with a manifest refraction of -1.75 sphere, 20/25 uncorrected distance visual acuity, j1+ for near visual acuity, and 20/20 for intermediate visual acuity. Manufacturer reference #: (B)(4).